Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.  Physio-control performed an initial evaluation of the customer's device and verified the reported issue.  Physio observed that ribbon cable w09, which connects the therapy pcb to the device¿s power module, was not fully seated.  Physio then reseated ribbon cable w09 and the device was able to power on. New information for supplemental medwatch:  physio-control also replaced both the user interface (ui) and system controller (sc) pcb assemblies and then completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui and sc pcb assemblies; however, no power related issues were observed. Based on the information available, it's reasonable to conclude that the likely cause of the reported failure to power on was that the w09 ribbon cable which connects the therapy pcb to the power module was not fully seated.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.